Event description:
It was reported that t:slim x2 pump battery would not charge even though caller used tandem charging cable and wall adapter and no power source alert appeared in pump history. There was no reported impact to the customer¿s blood glucose level. Caller later reported that user had changed to third-party cable and issue had resolved, and tandem technical support arranged replacement tandem cable and adapter.